Event description:
It was reported that during a percutaneous transluminal angioplasty procedure that a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous superior mesenteric artery. The physician advanced the 7.0mm x 20mm sterling balloon dilation catheter across the lesion. The sterling balloon was inflated to 10 atms. Next, the physician inflated the sterling balloon to 12 atms, however, the balloon ruptured on the second inflation. The physician successfully completed the procedure with a 7.0mm x 40mm sterling balloon catheter. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)